Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, intrinsic sphincter deficiency and incomplete bladder emptying. It was reported that the patient had a concurrent procedure of a sling, cystoscopy and insertion of supra pubic catheter performed during mesh implantation. It was reported that patient underwent a partial mesh removal (portion was removed) on (B)(6) 2005. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2005.